Event description:
Litigation papers state that during surgery in 2005, the tip of a drill bit used to place a screw broke and was embedded into the bone of the patient's s1 vertebrae.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.